Event description:
It was reported the customer received a keypad anomaly. The customer stated their buttons were unresponsive when they were attempting to prime their insulin pump. Customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to unresponsive keypad. No button response on the act and esc buttons due to corroded keypad traces noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.